Manufacturer narrative:
Follow-up # 1: date of submission 10/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the pump black box data revealed multiple cs 52/54 alarms that could cause a blank screen for several minutes, however, this alarm was not duplicated during investigation. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump was opened and there were no defects or moisture found internally. Unrelated to the original complaint, the battery compartment was observed to have a crack at the battery compartment threads above the bumper and below the bumper at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.